Event description:
It was reported that foley catheter balloon had come out, and the fixed water section was empty. After it was removed, when tried to reinsert the fixed amount, 10ml of water entered the fixed part of the balloon, causing it to inflate, and there was no sign of leakage thereafter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all-silicone temp sensing foley catheter with sample port connector. Verified material number 119314 and manufacturing lot number ngjw2610. Visual inspection noted the balloon was inflated upon return. Using the returned syringe, deflated balloon passively with no leaks noted. However, cuffing was observed (pr# (B)(4)). Using the returned syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under two (2) minutes with no leaks noted, returning 10ml of solution. This is within specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter balloon had come out, and the fixed water section was empty. After it was removed, when tried to reinsert the fixed amount, 10ml of water entered the fixed part of the balloon, causing it to inflate, and there was no sign of leakage thereafter. Per notification from ucc on 08dec2025, it was reported that the balloon mushroomed was found during sample evaluation on 21oct2025.